Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (20 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient missed a refill, and the pump reservoir was now empty. The caller stated that the physician refilled the pump with pfns (preservative free normal saline) and then attempted to do the removing system contents procedure but was unable to aspirate from the cap (catheter access port). The caller stated that the physician was going to program the pump to minimum rate mode with the pfns and was wondering how long it would take to deliver the 20 mg/ml morphine. During the call it was calculated that it would take 69.16 to 84.16 days.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2011, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 03-dec-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2011, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the patient had withdrawal symptoms due to the empty pump after missing refill appointment. It was possible that the physician was unable to aspirate due to the age of the catheter. They have scheduled the patient for a full catheter and pump replacement.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the pump and catheter was not removed. The patient has not been scheduled.